Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.

Event description:
The customer reported that the device failed to power up when ac power and a charged battery were installed.